Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2016 the right ventricular lead had been exhibiting increased capture thresholds and high impedance measurements. The device was successfully reprogrammed. The patient was asymptomatic.